Event description:
It was reported that the patient experienced shortness of breath after walking for 3 miles during evenings. According to the reporter this is not new or worsening and only happens after a long walk. The patient also reported that one of her pump devices has been reading error code not recognizing the tubing". The patient had to turn off the pump in the movie theater and turn it back on to work. The patient did not report treatment being interrupted or any adverse events. According to the patient, this happens every other cassette change. The patient said that the pump is old and hard to read the expiration date. A replacement for the pump was issued. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. As device is beyond a year from manufacture and with no indication of a manufacturing defect found, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication or evidence in the complaint of a service issue.